Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is pending. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, the impella 5.5 pump came out of position. The locking mechanism was malfunctioning. The pump was replaced and the second impella 5.5 pump successfully supported the patient for two weeks until transplant decisions were made.

Manufacturer narrative:
The investigation into the thrombus and low pump flow issues has been completed since the original report was filed. The device was returned for investigation. The returned complaint 5.5 s2 pump was visually inspected. Catheter kink observed at line 45. No issue with catheter lock mechanism. No other abnormality observed. The cause of the positioning issue was use related that led to catheter kink and the catheter lock was unable to pass the kinked area.